Event description:
The customer reported to a baxter representative a condition of one clearlink buretrol extension set that was alleged with tubing that "popped" out of the distal y-site during infusion of normal saline on an unknown patient. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. Visual inspection confirmed that the tubing was separated from the luer. It was also detected that the sample was wet from solution. The root cause could not be identified.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.